Manufacturer narrative:
Patient weight not available for reporting. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plate and screws originally implanted on (B)(6) 2018. Patient returned to surgeon complaining of clicking noise and pain. Implants extracted on (B)(6) 2018. No rationale given as to why plate broke. Surgeon said the plate is too low profile and the screw holes are too large for the size of plate. Surgeon used competitor product to fixate the non-union after extracting the plate and screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: DHR not possible as article and lot does not match. An investigation summary was performed for the subject device: complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plate and screws originally implanted on (B)(6) 2018. Patient returned to surgeon complaining of clicking noise and pain. Implants extracted on (B)(6) 2018. No rationale given as to why plate broke. Surgeon said the plate is too low profile and the screw holes are too large for the size of plate. Surgeon used competitor product to fixate the non-union after extracting the plate and screws. Concomitant part: part number 202.876, lot number l548296. Part number 202.878, lot number l725365. Part number 202.218, lot number unknown. Part number 202.216, lot number unknown. Part number 202.220, lot number unknown. Part number 202.882, lot number unknown. Part number 202.214, lot number unknown. This is report 1 of 1 for (B)(4).